Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the distribution board and cpu board were replaced in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause was an electronic failure of the motor circuit board which damaged the other boards.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during procedure. There was no report of patient injury.